Event description:
It was reported that a patient underwent a bilateral breast reduction on (B)(6) 2013 and topical skin adhesive was used. The patient experienced redness, itching, and tenderness around the incision line. The patient was seen in the emergency room on (B)(6) 2013 and treated with phenergan and atarax. No further intervention was required. The surgeon states the patient is now doing fine.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.